Manufacturer narrative:
The pump was received with an unexpected blank display. The problem was isolated to the mother board. Unable to confirm the external flash error alarm due to the blank display. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external flash crc error. Customer's blood glucose at time of incident was unknown. Customer was advised to disconnect from the pump and assisted with rewind process. The customer stated that alarm occurred 1 time only. Customer was advised that the error table show replace on 1st occurrence. The customer was advised the pump need to be replaced and to revert to backup plan.